Event description:
In 2004, while wearing the sound processor, the pt reportedly was unable to hear. The pt reportedly was seen at the clinic for device evaluation. External equipment was exchanged. The pt reportedly was able to hear. In 2004, the pt reportedly was unable to hear. Four days later, the pt reportedly was seen for evaluation. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.